Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The handheld device was returned to the manufacturer for analysis. Analysis of the returned handheld device did not identify any anomalies associated with the main battery. During the analysis, it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. Analysis of the returned flashcard did not identify any anomalies associated with flashcard software or databases. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported by the neurologist that the programming handheld would not hold a charge. The handheld was stored appropriately and displayed an amber color light indicating that it was charging. The handheld was plugged in when not in use, but only worked for a short period of time after being unplugged from the wall.